Manufacturer narrative:
(B)(4. This MDR is being filed after the associated complaint was reviewed under remediation protocol (b)(4, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the hub broke off after one day. The patient required an additional procedure to replace the catheter. There were no further injuries aside from this replacement procedure.